Event description:
Unomedical reference number (B)(4). Event occurred in the united states on 11-apr-2024, it was reported that on (B)(6) 2024, the patient experienced infusion set tubing and the cartridge had a clog and would not allow her to get her insulin delivery. At the time of issue the blood glucose level was 153 mg/dl. Also, patient replaced infusion set and resumed insulin successfully. No further information available.